Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had fallen about a week prior to having their therapy stop. They were at a banquet and after dinner they felt funny and all of a sudden their stimulator stopped. It was showing power-on-reset (por) code and their neck went crazy moving form side to side because the therapy was off, the patient described this as "awful". The patient speculated that emi could have played a role as could have body positioning, however was unsure about either of these things. The hcp noted they were wearing a magnetic nametag during the banquet. Their hcp helped them clear the por and their therapy was able to be turned back on. The patient was scheduled to follow-up with their hcp. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.